Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified, 90% stenosed, de novo lesion in the mid left anterior descending artery. Using a radial access site, pre-dilatation was performed with a non-abbott 2.5x15 mm balloon catheter with multiple inflations up to 12 atmospheres and the residual stenosis was less than 40%. The 3.0x18 mm device was advanced to the lesion and positioned in the lesion without any issues and without resistance felt. The balloon of the delivery system could not be inflated with a non-abbott inflation device; there was no inflation at all and the device was removed from the anatomy without any issues. A new 3.0x18 mm device treated the target lesion successfully. The final outcome was very good with 0% stenosis. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was confirmed as a proximal balloon seal separation was observed. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for an inflation issue/leak/material rupture or a shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.